Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added. G1 MFR site name, danvers, added. H6 type of investigation changed to b22.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 76-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), a foley was placed and pink urine was noted. In addition, there was a suction alarm. Flows dropped from p-8 to p-7 and was able to break suction. Heart rate 145-150's, bp 90's/70's. Dopamine infusing at 5. It was reported that the hematuria resolved after the p-level was decreased. The patient continues on pharmacological support and remains in critical condition. The impella functioned at p-7 at 2.4l/min as intended with d5w sodium bicarbonate in the purge solution. Hematuria can be attributed to traumatic foley insertion and/or the noted systemic heparin infusing.

Manufacturer narrative:
B5 additional information was received. D6b explant date was received and added. H6 new health effect - clinical code and health effect - impact code were added.

Event description:
Additional information was received that the patient's hemoglobin dropped and one unit of packed red blood cells (prbcs) was transfused. Hemoglobin/hematocrit 7.4/20.4. No bleeding noted at impella site. Dressing is clean, dry, and intact. No hematuria noted. Oozing noted from chest tube site. Activated clotting time (act) 171. Heparin drip at 400 units/hr. Plan is to try and wean down impella for removal. The intensivist was concerned that the impella was "chewing up" all of the platelets. Intensivist spoke with the interventional cardiologist and they both agreed that the impella needed to be removed. The platelets were in the 50's, then decreased to 32. Platelets to be transfused. In addition, it was reported that the low blood pressure resolved with the help from pharmacological support. After four days on support, the device was successfully weaned. The post-procedure outcome is survived at explant.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the device was retained for return.